Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported that on (B)(6) 2019 customer inserted a new adc freestyle libre sensor, but while waiting for the 12-hour warm-up period to pass she was unable to get any readings. During this time her blood glucose level ¿went too low¿ and she ¿ended up in the hospital. No further information was provided by the caller. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported that on (B)(6)2019 customer inserted a new adc freestyle libre sensor, but while waiting for the 12-hour warm-up period to pass she was unable to get any readings. During this time her blood glucose level ¿went too low¿ and she ¿ended up in the hospital. No further information was provided by the caller. There was no report of death or permanent injury associated with this event.